Manufacturer narrative:
Additional & corrected data: b6, d6a/b, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, folded prosthesis, and suffering." Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, folded prosthesis, and suffering." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2, h6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, folded prosthesis, and suffering." Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, crease/folding of implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: no observed. As per the investigation procedure, defamation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, folded prosthesis, and suffering." Device has been explanted.